Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) level read "high" mg/dl on the continuous glucose monitor. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.